Event description:
Coaptite post approval study. A patient (B)(6), was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The patient was injected with 1.0 ml coaptite on (B)(6) 2009. The patient developed a mild urinary tract infection on (B)(6)2009, which was treated by her primary care physician with a 7-day antibiotics dosage. However, the symptoms had not resolved. Dr. Patel then treated the patient with antibiotics for an additional 2 weeks, at which time the uti resolved. Dr. (B)(6) does not feel that this was related to the coaptite implant.

Manufacturer narrative:
(B)(4). This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA on 09/30/2010. Since the adverse event required antibiotics, to correct the uti, this event was determined to be a reportable event. The device history records for coaptite lot 1012201 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.